Manufacturer narrative:
The received device had the cannula assembly fully deployed. Review of the device data showed timeouts. Drive resistance was noted upon manual rotation of the ratchet gear. Upon visual inspection of the lead screw brass shavings were found indicating the brass shavings impeded the rotation of the tube nut and prevented it from turning freely. The device was reset, paired to the master pdm and programmed to deliver a 5-unit bolus. The rerun data did not reproduce the timeouts. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula upon manual rotation of the ratchet gear. A root cause of unsure properly inserted could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen), and the cannula was found bent. Symptoms reported include dehydration and vomiting. A new pod was applied before leaving for the ER. The patient was treated with insulin and fluids utilizing intravenous therapy at the ER.